Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, vomiting and abdominal pain. The same day as onset, the patient was treated with intraperitoneal (ip) ceftazidime 500 mg ¿for few days¿ (frequency not reported) and (ip) vancomycin 500 mg for 14 days (frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as touch contamination. Dianeal therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. The patient was discharged two days after admission. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.